Event description:
The vustomer reported to baxter (B)(4) of a multilayer bag set in which the "triple phase bag split between chamber - lipid and amino acid." The event occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed nor duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through a CAPA. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. If additional information or samples become available, a follow-up report will be submitted.